Event description:
It was reported that the patient experienced a skin burn. A rf3000 radiofrequency generator was selected for use. During a renal radiofrequency procedure, a skin burn was noticed on the patient thigh when the patches were removed. The ablation was successful. It was further reported that there were two impacts on 2 lesions of 2.5 and 1.5 cm with a total time of 17 minutes with 2 roll offs each time. The electrodes were placed in the usual placement of two per thigh. The 2nd degree burn only involved the electrode on the inner side of the right thigh. Dressings with mechanical cleansing was used to treat the burn.

Manufacturer narrative:
B5: describe event or problem: additional information.

Event description:
It was reported that the patient experienced a skin burn. A rf3000 radiofrequency generator was selected for use. During a renal radiofrequency procedure, a skin burn was noticed on the patient thigh when the patches were removed. The ablation was successful.